Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 sensor was displaying glucose readings in the mobile application but not on the ilet system, and the user had recently resumed using the ilet and entered the g7 pairing code; pairing to the ilet initially failed. During this time, the user experienced elevated glucose levels, with a reported value of 400 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health and no alerts or alarms. The investigation included customer support troubleshooting and education, verification of the pairing code against the dexcom application, confirmation of bluetooth status, continuous glucose monitor mode toggle from g6 to g7, re-entry of the sensor code, and follow-up. Investigation of this case revealed that the sensor successfully connected to the ilet and glucose display on the ilet was restored the same day. It was concluded that the user setup and pairing issue was resolved through troubleshooting, with no device malfunction confirmed.